Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had pain around her abdomen whether her stimulation was turned on or off. The pt met with a gastrointestinal physician, and testing found no abnormalities. The sjm rep met with the pt for reprogramming, and it was reported the issue was resolved.